Manufacturer narrative:
(B)(4). Date of initial report : 03/10/2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a piece of the active waveguide disengaged from the dissector. There was no additional operating time or adverse affect to the patient. Additional questions have been asked regarding the device and incident.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/28/2016. The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Event description:
New information: the procedure was a laparoscopic hemi colectomy. The device was not in use when the piece disengaged. It had been used, but was outside the patient when the piece disengaged. Another dissector was opened and used to complete the case.